Manufacturer narrative:
Correction: device avail. For eval? Corrected from no to yes. Device evaluated by manufacturer - returned product consisted of a ranger drug coated balloon (dcb) with no other devices. There was contrast in the inflation lumen. Microscopic examination revealed a pinhole and scratch in the balloon material 35mm from the distal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a lower limb angioplasty procedure, a balloon pinhole occurred. Vascular access was gained via the femoral artery. The target lesion was located in non-tortuous tibialis anterior artery. Pre-dilation was performed with a 2.0x220mm coyote balloon. After introducing and positioning the ranger sl dcb otw 3.50mm x 150mm, 150cm balloon, a gradual inflation was noted and a contrast stain appeared on the image. The balloon was fully deflated prior to removal. When inflating the balloon outside the patient, it was noticed that the balloon had a small hole which allows the injected liquid to leak through it. The procedure was completed with another balloon. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a lower limb angioplasty procedure, a balloon pinhole occurred. Vascular access was gained via the femoral artery. The target lesion was located in non-tortuous tibialis anterior artery. Pre-dilation was performed with a 2.0x220mm coyote balloon. After introducing and positioning the ranger sl dcb otw 3.50mm x 150mm, 150cm balloon, a gradual inflation was noted and a contrast stain appeared on the image. The balloon was fully deflated prior to removal. When inflating the balloon outside the patient, it was noticed that the balloon had a small hole which allows the injected liquid to leak through it. The procedure was completed with another balloon. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).